Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) had percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On apr-13-2017 during a nurse call the patient reported stoma site was red and oozing. The patient was advised to increase cleaning stoma site from two times a day to four times a day or more if required. On 02-may-2017 the patient reported that they started on cipox 250 mg twice a day.